Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye, in a secondary procedure due to wrong power. Iol was replaced with the same model lens 1.50 power size. There is no patient injury. There was no medical/surgical intervention required. No other information was provided.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: upon further review, the explant event reported in the initial report was reassessed as not reportable as the report of wrong power is most likely related to calculation issue as there was 1 diopter difference between the two same model original and replacement lenses and there was no allegation against the original jnj device. Therefore, this follow-up #1 is being submitted to provide the corrected data. There will no longer be any further reporting under MFR report number 3012236936-2024-00125. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.